Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several power outages in the patient¿s area and since then the transmitter did not power on. It is unknown if the transmitter had been plugged into a power bar with surge protector. The transmitter was plugged into different outlets but did not work. The patient retried plugging transmitter in again and the transmitter caught on fire and burnt out. The patient was unharmed.